Event description:
It was reported that during a total laparoscopic hysterectomy (tlh) procedure, it was noticed that the distal tip of the cannula was bent slightly. It was reported that the 10-week size uterus was being retracted against the trocar with a significant amount of force for about 10 minutes while creating the culpotomy. The bend in the port was noticed when the direction of the retractor was changed. The trocar was removed and the cannula was intact. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received with the cannula of the sleeve melted. One possible cause for this type of damage may be interaction with an energized device used during the procedure. Caution should be taken to avoid contact between an energized device and the trocar during the surgical procedure. Additionally the lens of the obturator was noted to be cracked. A potential cause of this condition is the repeated use of (B)(4) as a sterilization agent. Single-use trocars are not to be reused, reprocessed or re-sterilized. The batch record was reviewed and no anomalies were noted during the manufacturing process.